Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt is needing MRI of knee joint. Caller states pt had the ins removed but the lead is still implanted. Pt estimates that the ins was removed 5 years after it was implanted but could not confirm year. Pt had the ins removed because she said she fell down the basement stairs and her back hit each step as she fell. Pt states because of this fall the stimulator was causing pain in the area where it was located.